Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery, black debris was noticed inside of packaging. No patient involvement or impact. A different device was opened prior to the case. Due diligence complete as no additional information indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h11. The device was returned sealed in the sterile packaging. Visual examination of the returned product/provided pictures confirmed there was dark debris on the device tubing and battery pack. The packaging does not meet the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.